Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had never experienced therapy benefit since implant (B)(6) 2016. She had tried 7 different programs since implant. She did have therapy success during the trial. Additional information was received from the patient and it was reported that the device had worked for ¿like 2 days ((B)(6)) with some beneficial success¿ but then stopped working again and now she currently still had the urinary symptoms. She didn't tell her healthcare provider (hcp) that she wanted the device removed and wasn't even aware that getting the device removed was in question. She had tried 7 programs total and none of them worked for her. The patient reported that the last 2 programs added in didn't work for her. She had not talked to her hcp about possible other programs to try. She had met with 3 different manufacturer¿s representatives (rep) and 2 out of 3 of them said she was at the ¿max¿ with trying different programs and were no longer willing to give her new programs. There were no further complications that have been reported as a result of this event.